Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer notified on (B)(6) 2026 at 1:57 pm that the radiometer blood gas analyzer abl90 flex analyzer (serial number (B)(6) gave errors and low values on total hemoglobin (thb), compared to another abl90 flex analyzer.